Event description:
Received telephone call from representative indicating that there was an issue during a revision with previous fusion at l2/l3 of a competitors product. Hardware removal went fine and without issue. Surgeon failed to tap after screw removal. Surgical technique specifically advises to always tap to size on revision surgeries. Implant was inserted to approximately 2/3 depth when multiple screwdriver tip fractures occurred. Surgeon then used a diamond cutting wheel to cut the exposed portion of the screw with irrigation and then went down one level. Overall case delay approximately 30 minutes. No injury to the patient during the surgery. Rep followed up with the surgeon 2 weeks post op and surgeon reported the patient was recovering as expected.